Manufacturer narrative:
The enterprise 5000 bed is equipped with two folding side rails; each made of metal pipes. The side rail provides a barrier from the top of the head section to the area below the knee, leaving a gap at the foot end of the bed, which allows the patient to exit the bed when needed. The identified weld failure caused the side rail to detach partially from the bed¿s frame and could not be locked in the upper position. The circumstances under which the safety side weld cracked are unknown. During the inspection, the arjo technician confirmed the safety side weld issue. Following the device service history, the side rail was not replaced in the past. This bed was manufactured in february 2009 (over 16 years ago), which indicates that the side rail weld breakage could be subject to wear during regular usage. To sum up, the arjo device failed to meet its manufacturer¿s specifications since the side rail was damaged. There was no indication that the bed was used with the patient when the failure occurred. The complaint was decided to be reportable due to the side rail detachment caused by the snapped weld. No injury was reported.

Event description:
Arjo was informed about the event related to the enterprise 5000 bed. The customer reported that the side rail snapped at the weld. There was no indication of patient involvement. No injury was reported.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.